Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se) replaced the o2 sensor. The se performed extended self-testing on the device and all tests passed..

Event description:
It was reported that during service a, 980 ventilator o2 sensor would not calibrate. There was no patient involvement at the time of the event.